Manufacturer narrative:
Model number corrected from 7311 to 7312. Lot number corrected from 0022862741 to 002158815. Catalog number corrected from 7311 to 7312. Expiration date corrected from 10/29/2020 to 01/11/2020. Unique identifier (UDI)# corrected from (B)(4). Device manufacture date corrected from 10/30/2018 to 01/11/2018. Evaluation method code updated from 4103 testing of device from other lot/batch/returned to 10 testing of actual/suspected device. Evaluated by MFR.: returned product consisted of a nc emerge balloon catheter from batch 21588815. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed damage to the tip and a pinhole in the balloon 15mm from the tip. There is blood present in the inflation lumen, guidewire lumen, and balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Evaluated by MFR.: returned product consisted of a nc emerge balloon catheter from batch 21588815. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed damage to the tip and a pinhole in the balloon 15mm from the tip. There is blood present in the inflation lumen, guidewire lumen, and balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.